Event description:
It was reported that the patient underwent a caesarean section on (B)(6) 2024 and suture was used. During suturing the myometrium, three needle-sutures were broken in a row. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that "3 needle-sutures was broken in a row". Please clarify: did the needle break? No did the suture thread break? Yes did the suture thread pull off from the needle? No please provide the lot number: unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05269 2210968-2024-05270 2210968-2024-05271.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that the patient underwent a caesarean section on 18-april-2024 and a barbed suture was used. During suturing the myometrium, the needle-sutures broke. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.